Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped when the belt clip disconnected, resulting in a cracked screen that intermittently impeded touchscreen use and unlocking while insulin delivery and core functionality continued. Symptoms included transient hyperglycemia with a reported glucose of 243 mg/dl after a meal, without ketone testing, backup therapy, or medical intervention. Outcomes included no injury, no hospitalization, and no emergency care. Investigation included user interview and device history review with shipping of a replacement unit and instructions for device shutdown and data handling. Investigation of this case revealed physical damage to the display assembly due to a drop associated with belt clip detachment, consistent with mechanical impact to the screen; no performance failure of insulin delivery was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from an external impact.